Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the operational check start failed. The fse evaluated the device on site and it was determined this was a malfunction of the processor printed circuit assembly (pca) and ui to processor cable. The fse replaced the processor pca and ui to processor cable to resolve the reported issue. The processor pca was requested for investigation by philips ecr failure analysis. Upon receipt at philips the processor pca will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca and ui to processor cable. The reported problem was confirmed. The fse replaced the processor pca and ui to processor cable to resolve the reported issue. The processor pca was requested for investigation by philips ecr failure analysis. Upon receipt at philips the processor pca will be evaluated, and the complaint will be reopened. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the operational check start failed. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the operational check start failed. The fse evaluated the device on site and it was determined this was a malfunction of the processor printed circuit assembly (pca). The fse replaced the processor pca, (along with the ui to processor cable required) to resolve the reported issue. The processor pca was requested for investigation by philips emergency care and resuscitation (ecr) failure analysis. The processor pca was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the processor pca had a malfunctioning system on module (som). Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the som pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the processor pca, (along with the ui to processor cable required) to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.